Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) and could reproduce the reported issue on site. The nozzle units was found to be defective and the fse resolved the reported failure by replacing it. The received test logs show that it failed the puc. The internal leakage and the pressure transducer monitoring test failed due to a cmh2o pressure deviation. The ventilator passed all functional and safety test and was cleared for clinical use after that. All can be confirmed in the provided logs. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The nozzle was sent for further investigation. Visual inspection of the returned parts revealed no abnormalities. Then a simulated test over 72 hours didn't reproduce the reported issue. Several pre-use check was done before and after. Our conclusion is that the device failed to meet its specifications during the reported event. Since the reported issue could not be reproduced at the manufacturer site, it was not possible to confirm any part failure, and thus a definite root cause cannot be established.

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). According to the fse, the ventilator failed internal leakage test during pre-use check. The problem was solved by replacing the nozzle units. After replacement, the ventilator passed all functional and safety test and was cleared for clinical use. However, the received logs did not confirm the reported issue at date of the event. The nozzle was sent for further investigation. Visual inspection of the nozzle units revealed no abnormalities. The nozzle units were then placed in a reference ventilator for simulated use testing. During this testing, the device passed the pre-use check. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane in the nozzle unit is pressed against the mouthpiece by the feather spring to regulate the gas flow through the gas module. The nozzle should be replaced as part of preventive maintenance once a year or after 5,000 hours of operation, whichever comes first. The conclusion is that the reported issue could not be reproduced at the manufacturer's site. Furthermore, the received logs did not confirm the reported issue at date of the event. Therefore, the root cause for the reported issue could not be determined. A correction of field # h6 ¿ adverse event problem, h6 - component codes - previous code #: mechanical/valve(s)//527. Corrected code #: mechanical/nozzle//3092. A correction of field #h11- corr. Data.

Event description:
Manufacturer's ref.#: (B)(4).